Manufacturer narrative:
The pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There was no unexpected no delivery noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 244mg/dl. The customer states their levels have gone as high as 459mg/dl. The customer states they tried to treat with pump but received no delivery alarm. The customer treated with manual injection. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis.